Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the max bolus setting was inadvertently set wrong. Reportedly, the max bolus setting was set to 25 units, and should have been set to 10 units. Customer delivered a bolus before the error was noticed, however, the bolus was under 10 units. Max bolus setting was corrected, and there was no impact to customer's blood glucose level.